Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin was squirting out during the manual prime process. The customer's mother stated that the insulin continued to drip after the motor stops during the manual prime process. The customer's mother stated that the rewind message occurred after an alarm. The customer's mother stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer's mother did some troubleshooting for the no deliver alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.